Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6)

Event description:
A primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch reportedly dripped 5fu (fluorouracil) during a patient's treatment via an unspecified infusion pump. The patient thought it was water and touched it. There was no redness or ulcer observed at the time of reporting the complaint. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information d9: date returned to mfg. Updated information: d4: catalog number. Investigation summary: no: 142560488 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Received one (1) used. List#:123390488, primary plum set for inspection. No visual defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. No alarms were generated. The set was leak tested, and no leak was observed. The reported complaint of leak cannot be replicated or confirmed. The device history record was not reviewed; no lot number was provided.